Event description:
It was reported that the patient went to the ER over the weekend because her therapy turned off. The manufacturer representative met with the patient on (B)(6) 2015 and there were no indications of any issues and educating the patient seemed to resolved confusion. Over the weekend the left leg stimulation turned off and the whole system turned off, the patient did not feel stimulation but did not verify if the stimulator was on or off using the programmer. The patient felt stimulation return when they were on their way to the doctor¿s office on the day of the report. Additional information was received on (B)(6) 2015 indicating that the stimulator was still turning itself off, it was confirmed that the patient had the sensor set up at the time. It was noted that the stimulator shut off early evening on (B)(6) and the patient was able to turn it back on in the morning of (B)(6). The stimulator shut off on (B)(6) at noon on its own and it was mentioned that the stimulator battery was not low. It was noted that the patient charged a couple hours on friday and turned it back on the same day and then it shut off at 9am on (B)(6). The patient waited to see if it would turn itself back on but it did not. The patient turned the stimulator on at 3pm saturday. Sunday at 8am (B)(6) the stimulator turned itself off again. On (B)(6) 2015 additional information was received indicating that the stimulation had turned off the day prior to the report. It was turned off at 9pm while at their friends house and then patient was not near any electric appliances. The patient claimed that this was the 8th time this had happened that month. On (B)(6) 2015 the patient was seen by the manufacture representative and they were under a significant recharge burden from the three programs. The programming was modified to get similar coverage with only two programs. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the manufacturer¿s representative (rep) believed the problem was the patient was not putting the recharger in the case during recharging and then would bump it and turn the recharger off. The patient was re-educated on recharging and the rep. Had not had any calls from the patient regarding issues since then. The patient did express she was embarrassed about this and did not want to look incompetent. The rep. Reassured the patient that she was doing fine and just needed more information. The patient also informed the rep. That she was very happy with her stimulation and received good therapeutic effect.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97792, lot# n515456, implanted: (B)(6) 2015, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).